Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient in norway who was receiving lioresal 500 mcg/ml (dose unknown) via an implantable pump. It was reported the drug-concentration was changed from 500 mcg/ml to 2000 mcg/ml. The dose was increased about 15 percent when updating the pump after the refill. A bridge-bolus was programmed because of the change of drug concentration. After 27-28 hours symptoms of overdose occurred and lasted for about 3-4 hours. The patient recovered and was doing fine. If additional information is received, a follow-up report will be sent. The event date, implant date, model/serial of the pump and programmer, medication dose, lot number of lioresal, therapy dates, relevant medical history, concomitant medications, indications for use, potential or determined cause of the event, specific symptoms, troubleshooting, actions, and interventions were not provided. However, these were all requested but not available at the time of the report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_prog, product type: programmer, physician. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative; the patient was back in habitual state and was doing fine. The cause of overdose was the discrepancy in catheter length.